Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. The mesh was found to be ¿defective¿ on (B)(6) 2014. It was reported that according to the operative report, the ¿defective mesh was handed to an ethicon representative for investigation.¿ it is requested that the mesh not be destroyed. No additional information was provided.